Manufacturer narrative:
The device was not returned for analysis. The reported patient effects of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the available information the reported mitral stenosis was the result of procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for the mitral stenosis. It was reported that on (B)(6) 2019 two mitraclips were implanted in the patient with grade 4 degenerative mitral regurgitation (mr); it was a very challenging procedure, but mr was reduced to grade 1. On (B)(6) 2019 a follow-up echocardiogram showed moderate to severe mr (grade 3). Both of the original clips were attached to both leaflets, but the most lateral clip showed a lot of movement and not much leaflet insertion. A second mitraclip procedure was performed on (B)(6) 2020 to stabilize the clip and further reduce the mr. The mean gradient pressure at the start of the procedure was 5.5 mm hg. One mitraclip ntw was implanted reducing mr grade to 2. The final gradient at the end of the procedure was 6.1 mm hg. No additional information was provided.